Event description:
The patient¿s pump had reportedly been alarming since ((B)(6) 2015). There were reportedly so many different kinds of beeps th at occurred so often. The alarm was reportedly occurring about every ten to fifteen minutes. It was not as frequent since then, but was occurring every day since then. The alarm was also described as three beeps; ¿one short beep, then a real long one, then just a real long one¿. Multiple people reportedly heard the alarms, so they were certain that they were coming from the pump. The patient visited their healthcare provider (hcp) on (B)(6) where the pump was interrogated. Interrogation did not show any alarms going off. After interrogation, the hcp thought they may have deleted all of the information on the patient¿s pump, and the family member reported that the data from the pump was almost erased. It was reportedly unclear what happened or if the issue was resolved. It was also reported that sometimes the patient was ¿like they received a huge bolus of it, and they were just out of it for the whole day¿. The patient had some nausea. They had not thrown up yet, but they came close. The patient was also having headaches. An electroencephalogram was performed, which came back abnormal. The patient had severe clonic spasms which they had with their seizures. The family member reported that this condition was not associated with the timing of the pump alarms since (B)(6). The hcp increased the patient¿s seizure medications, and they had been supplementing with oral baclofen. At times the patient was impossible to wake up. A family member thought that it was almost as if the catheter was kinking and unkinking. The patient had anxiety over the pump because they could feel it vibrate. Sometimes it seemed the patient received too much medication, and sometimes it seemed they did not receive enough. The patient was taken to the hospital on 2015-01-16. A doctor read the pump and stated that the pump was not alarming. The doctor told them that the pump¿s elective replacement indicator was in fourteen months. Though it was also mentioned that the hcp determined that the pump needed to be replaced, but they did not tell the family member any further details. The patient was small and a family member was worried that their seizures and spasms would hurt them if they did not get them under control. The family member hoped that the pump could be returned to medtronic when it was finally removed so that medtronic might be able to figure out what was happening. The patient was extremely sedated during the day, and at night the family member had to check on them to make sure they woke up. The family member stated that the patient was ¿overdosed¿; they would not budge, and they slept through a catheter insertion. The family member stated that when the patient was lying flat, they received too much medication. The patient had a bladder catheter for over a year. The patient was scheduled for a bladder surgery on (B)(6) 2015, though this surgery was unrelated to the pump. They hoped that the patient would no longer need the bladder catheter after this surgery. The patient was scheduled to see their doctor on (B)(6) 2015. They were also recovering from an ulcer on their bottom. The pump contained lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-9, lot # n205124, implanted: (B)(6) 2009, product type accessory.

Manufacturer narrative:
Analysis of the pump found, no anomaly.